Event description:
Patient's lfs meter had no power and the power button popped off the meter. Patient did not have any symptoms. Batteries were replaced and meter still did not power on. Ccr was unable to resolve both issues. Ccr replaced the meter for the patient. Since the button came off the meter, patient is unable to power the meter on.